Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, leaking was noticed. It was reported that at the being of use the pump exhibited air in line alarm, and fluid leaking inside the hard case. No patient injury reported.